Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead and ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to place ipg into MRI mode as the penta lead was showing high impedances. Surgical intervention may be planned to address the issue.